Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) level of 400 mg/dl. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2021 with no permanent damage. It was reported that the pump touchscreen was unresponsive. Reportedly the customer reverted to manual injections for insulin therapy.